Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 8 months post implant of this 29 mm aortic bioprosthetic valve it was explanted and replaced with a 29 mm aortic bioprosthetic valve. The patient had endocarditis 9 years post implant, which left them with severe aortic insufficiency and aortic pseudo aneurysm along with calcification of the aortic root and valve. The patients post op hemodynamics required him to be sent to the intensive care unit (ICU) with a balloon pump and the chest was left open as the patient was critically ill and not a candidate for extracorporeal membrane oxygenation (ECMO). Ultimately the patient had vasoplegia which is low systemic vascular resistance leading to hypotension and the patient died that day. The physician does not believe the valve contributed to the cause of death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.